Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube. An additional observation not reported by the site was also observed. The instrument was found to have a broken main tube at the distal end. The proximal clevis near the breakage was found to be dislodged. The instrument was found to have detached fragments. A piece of the instrument main tube measuring approximately 7.80 mm x 6.54 mm was found to be broken off. The broken piece was not returned with the instrument. The complaint regarding the metal ring inside the instrument being broken was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the fenestrated bipolar forceps be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis. Therefore, the cause of the customer reported failure mode cannot be determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mobility of the fenestrated bipolar forceps instrument was limited. The customer inspected the instrument with the endoscope and found that a metal ring in front of the instrument jaw had broken into the shaft and the jaw could no longer be straightened. The customer removed the instrument with the cannula together. The customer replaced the instrument and cannula to continue the procedure which was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected before use, and no damage or anything unusual was noticed. There was no collision with other instruments during the procedure. A fragment did fall inside the patient's anatomy, but it was completely removed by the surgeon during the same procedure. The port incision was not increased to remove the instrument with the trocar.